Manufacturer narrative:
This report is submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt turned off her ipg using a magnet prior to recharging. After fully recharging her ipg, the pt stated that she could not turn stimulation back on using the magnet. The pt scheduled an appointment to troubleshoot the issue. No further info is available at this time.